Event description:
It was reported that after five years, "the implant does not work," and it was giving the patient sharp pains in the back. The patient was inquiring about explant. The patient reported still having concerns with the device, but has not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient is still having concerns with their device or therapy but has not sought further assistance. The patient would like their device removed.